Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the left anterior descending (lad) artery. Pre-dilatation was performed using an unspecified non-compliant balloon dilatation catheter (bdc). The 2.75x38mm xience prime stent delivery system (sds) failed to cross the lesion reportedly due to the patient's anatomy and the shaft "fractured". There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. A 2.5x48mm xience xpedition sds was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.